Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the insulation of the lead was extrinsically breached/torn. There was blood on a defibrillation conductor and it was not obstructed.the interior svc (superior vena cava) cable was extrinsically pulled/stretched. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the lead coil appearance didn't look right - appeared to be a gap in the coil. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.